Manufacturer narrative:
Medical device expiration date: na. Investigation summary: bd received 1 photo from the customer in support of this complaint. A visual examination of the photo was performed and the issue of molding defect was observed as it revealed a needle attached to the holder at an angle. No samples were received; therefore, the investigation was limited. Additionally, 10 retention samples were inspected and functionally tested and the issue of molding defect (detached needle) was not observed. Bd was able to confirm the customer¿s indicated failure mode with the photos provided; however, could not be duplicated in the retention samples. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® one use holder there was molding defects short shots. The following information was provided by the initial reporter. The customer stated: " the hcp attempted to insert the needle into the connection site of the suh; however, the needle was connected diagonally and was not inserted properly to the end.